Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition; the keyboard and labels were functional and intact. Although evidence of the customer's reported problem regarding over infusion was not identified in the pump event history log, the customer's complaint was verified upon simulation testing. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The DHR review is not applicable or relevant because this device is not an out of box failure and/or the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Based on these investigation results the expulsor was trimmed down to bring the delivery accuracy closer to nominal of a range and no other corrective actions were taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
User facility requested repair of an ambulatory infusion pump due to over infusing. The patient's mother further reported that tpn was "running dry", but pump passed on site functional testing and the event log revealed no user programming errors. Further conversations revealed the patient "primes a lot" which likely contributed to tpn bag being empty sooner than expected. No patient injury was associated with this incident.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The sample was received in good physical condition. The keypad and labels were all intact. Event history log review found no related errors. Three delivery accuracy tests were performed. The device tested outside the delivery accuracy manufacturing specifications. Customer complaint was unable to be confirmed in that the average of all delivery tests performed found pump to be only slightly over delivering and within manufacturing specification and well within the published specification of +/-6% for delivery accuracy. The root cause of the reported issue could not be confirmed. Actions were taken to mitigate the reported issue: the expulsor was trimmed in order to bring the delivery into a more nominal range.